Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 3008829311-2018-00059. It was reported that the patient experienced ineffective therapy. As a result, the patient underwent surgical intervention on (B)(6) 2017 wherein the bilateral s1 drg leads were added. Effective therapy was restored post operatively.